Manufacturer narrative:
Device evaluation- lens was received dry, in a small envelope. Visual inspection found a torn haptic and residue on the lens surface, torn haptic piece is missing. (B)(4).

Event description:
The reporter stated that a 13.2 mm micl13.2, -16.0 diopter, implantable collamer lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.